Event description:
The pt was implanted with left ventricular assist device (lvad). The vad coordinator reported that the pt expired due to multi system organ failure. Pt had liver failure and suspected pump thrombus. They are unable to return this pump but wish to return the controller. The controller serial number is unk. A (B)(6) report was received stating hemolysis, power spikes, and pi events.

Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. (B)(4).